Event description:
Lap gastric sleeve - "while passing a 15mm retrieval bag through the 15mm trocar, a portion of the seal was pushed through the trocar into the pt. The seal was retrieved and the case continued." Pt status: "well".

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with the torn portion of seal and a dislodged shield. Upon inspection, engineering confirmed a portion of the septum had been torn off. No other damages or defects were observed. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.